Event description:
Patient cmo (comfort measures only). Increased respirations after receiving multiple dilaudid boluses from the pump. The patient¿s sheets were wet, I noticed the tubing was leaking from the preconnected part of the tubing. Manufacturer response for IV tubing, cadd check-valve extension set IV tubingsmith medical asd (per site reporter) sales rep notified of incident.